Manufacturer narrative:
A ge oec service rep investigated the issue and found a corrupt hard drive. The hard drive was removed and replaced. The service rep also found circuit breaker 1 open, and reset it. Additionally, software was reloaded. The system tested and found to be operating correctly. The system was released to the customer for use. There was no reported injury or negative effect to any pt as a result of this malfunction. The hospital was unable to, or would not provide any pt info relating to this issue.

Event description:
The ge oec 9800 fluoroscopy system would not boot.